Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The input to the power management board measured 24 volts and 14.8 volts with the battery disconnected. When the ac power was disconnected and the battery connected, the unit powered on. The unit was ran through a series of tests with the ac and battery connected and the unit was functional. The customer ran the unit for multiple days continuously and has not observed any failures since disconnecting the battery. The fse advised the customer to run the unit through some additional cycles. During a follow up call the customer reported that the unit ran for several days while being monitored without the error being reproduced. The unit was returned to service and no further issues have occurred.

Event description:
It was reported that the unit would not power on. There was no patient involvement. Event date not specified, estimate used.